Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the emergency room with complaint of abdominal pain associated with their lvad and coming from the left upper quadrant of their abdomen. The patient also reports of pain while inhaling and exhaling. There were no lvad alarms reported and the patient¿s hemoglobin (hgb) and lactate dehydrogenase (ldh) are stable. Additional information was requested, but was not provided.

Manufacturer narrative:
A specific cause for the reported event could not conclusively be established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.